Manufacturer narrative:
The reported events were lead dislodgement due to twiddlers, failure to sense and failure to capture. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and -ray examination of the lead did not find any anomalies.

Event description:
During an in-clinic follow-up, a loss of capture and loss of sensing were detected on the right atrial (ra) lead. The suspected cause of the event is due to dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.